Event description:
I received twenty sessions of bilateral tms for anxiety and depression. Following the 20th session I had 4 cluster panic attacks. The first time I had ever had a heart attack. Following this I became so debilitated with anxiety and panic I could do basic tasks or prepare food. I experienced constant tinnitus, the feeling of a surging through my chest, heart palpations and derealization. I had to take a year off work and was hospitalized twice. I experienced acute suicidal ideation of the anguish that the experience gave me. I am two years since having the treatment and still have panic attacks and I am still in recovery.